Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging that his onetouch verio iq meter did not power on. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2015 at 7:00am. The patient was unwilling/unable to state how he manages his diabetes or if he made any changes to his usual diabetes management regimen in response to the alleged product issue. The patient claimed to have developed the symptom of "chest pains" within 30 minutes of the alleged product issue; however he denied having received treatment. At the time of troubleshooting, the csr noted that the patient did not notice a battery indicator or message prior to the product issue, the subject meter was not being used for the first time, the subject meter did turn on when the power button was pressed, the meter did not turn on when a new test strip was inserted, there was no indication of product misuse and the correct test strips were being used. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusions: the adverse event associated with this complaint has been reported under a related complaint. The alleged product issue was not resolved with troubleshooting.